Manufacturer narrative:
We were provided three potential lot numbers: 196869, 207483, and 215954. We are pursuing clarification from the reporter and will provide any information we get in our next report. H3 other text : screw remains implanted.

Event description:
A company representative reported a xia uniplanar reduction screw fractured approximately 9 months after implantation.

Manufacturer narrative:
H6: coding has been updated to reflect investigation conclusion h3 other text: screw remains implanted.

Event description:
A company representative reported a xia uniplanar reduction screw fractured approximately 9 months after implantation.